Event description:
It was looking to have my son's vailbed 1000 serviced. The power control is not working properly and the canope needs to be replaced. Once looking into this, I found the bed has been on recall since 2005. No one notified me or my insurance. I am concerned because the bed can cause death. My son is left in the bed by himself often. What can be done to get a replacement bed? Dates of use: 2000 - 2009.